Manufacturer narrative:
Information on patient involvement was requested, but no response was received.

Event description:
It was reported that the unit was found with note saying high 02 supply pressure. It is unknown if the unit was in use on patient.